Event description:
Healthcare professional (hcp) reported one incident of a blood leak with a psn 140 dialyzer. Blood leak was noted at the start of treatment by the blood leak alarm. Blood leak was confirmed visually in the dialysate and with positive hemastix. Treatment was stopped and blood was not returned to the pt with an estimated blood loss of 150 cc. Treatment was resumed with new disposables and completed without incident. No pt injury or medical intervention was reported per hcp.